Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd male luer adaptor was damaged. The following information was received by the initial reporter with the following verbatim, it was reported by customer that crack on the luer port.

Manufacturer narrative:
MDR made in error with incorrect reportability rationale (B)(4) cancel -duplicate.

Event description:
Error.